Event description:
Customer reported a malfunction alarm with code malf 24, which could not be reset. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts provided instructions for putting the pump into storage mode and advised on steps for receiving and using a replacement pump, which was sent to the customer. The customer agreed to return the malfunctioning pump to tandem using a pre-paid label within 10 days. No backup therapy was available, and the customer planned to consult a healthcare provider.